Event description:
Report received from the (B)(6) stating that the device was becoming hot. The device was not being used during surgery. It is unk if there were injuries on medical intervention. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated. The condition was confirmed. The device did not meet manufacturing specifications. (B)(4).